Event description:
Sometime around noon, ep lab staff were performing a procedure with a pt. The device had been powered on all morning since around 6:00 am. The operator pressed the sync button to turn off the sync function for this case and then, according to the reporter, the device would not deliver a shock. No adverse affects to the pt were reported as a result of the alleged malfunction.